Event description:
On (B)(6) 2013, while speaking with animas customer support, the reporter stated that the patient had been off of insulin pump therapy for the past 1.5 months and on an alternative delivery method for insulin. The reporter stated that the patient had a new insulin pump to use, but had not begun to use it yet as they did not have any supplies to use with it. The reporter stated that the patient has brain cancer. The patient was reportedly hospitalized for seizures and low blood glucose (bg) of 26 mg/dl on an unspecified date. The reporter stated that when the ambulance arrived at the home to transport the patient to the hospital, the low bg was allegedly causing the seizures. The reporter did not provide any details regarding the patient¿s hospitalization. The reporter stated that the patient was discharged the day of this call with bg in the 200 mg/dl range. The reporter further stated that the patient experienced low bg of 37 mg/dl and seizures that day. The reporter stated the patient was treated for the low bg with glucose pill and consumption of a banana. The patient¿s bg was reported to be 148 mg/dl at the time of the call. The reporter stated that they are in contact with the patient¿s healthcare provider for monitoring of the patient¿s status. This complaint is being reported because the patient allegedly experienced hypoglycemia with resultant seizures requiring hospitalization while on a back-up plan for insulin delivery due to a previously reported damaged pump reported on MFR report # 2531779-2013-05762, which was requested to be returned to the manufacturer and was replaced.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.